Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as "red circles, itching and burnt aspect". The customer had contact with a healthcare professional and received cortisone cream as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as "red circles, itching and burnt aspect". The customer had contact with a healthcare professional and received cortisone cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (0m0063fdze4) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. The adhesive was not returned, however extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. No malfunction or product deficiency was identified. Section d4 (expiration date) was updated, as it was incorrectly documented in the previous (initial final) report.